Event description:
An inflammation and tissue damage were reported. It was reported that during a watchman left atrial appendage closure to treat atrial fibrillation /stroke prevention in the left atrial appendage, versacross connect laac access solution kit was selected for use. During the transeptal, the visualization was obtained using transesophageal echocardiogram (tee) and fluoroscopy. Physician utilize both short and long axis views on tee and determined mid and mid/anterior on the septum location. The rf was applied however the wire did not go across into the left atrium. The wire coiled in the right atrium. When transseptal was reattempted, it was noted that the tissue around the aorta looked 'different'. It was confirmed that the tissue nearest the aorta where the septum and aorta converge looked thickened. At that time the case was aborted, heparin was reversed, cardiac surgery was requested to confer and monitor the patient. Patient remain stable, with no changes in vital signs. A repeat tee was done after an hour with no changes. Patient was kept overnight for further monitoring and was later discharged. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.